Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed t-wave oversensing (twos) and elevated thresholds on the right ventricular (rv) lead and non-physiologic intervals on the atrial lead. Programming options were discussed, and the leads remain in use. No patient complications have been reported as a result of this event.